Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no patient demographics were provided.

Event description:
It was reported that there was an observed unintended rate change during a syringe pump infusion. The incident occurred in the cardiac operating room during an administration of norepinephrine, 4mg (4ml) in 46 ml d5w. The total volume in the syringe was 50ml. It was reported that a "sudden fluctuation" was observed while the norepinephrine was running on a "fixed dose without manipulation." The issue resulted in a "disturbance" in the patient's blood pressure. It was noted that as a result, antihypertensive drugs were required to treat the patient's blood pressure. Although requested, there was no additional event or patient information provided.